Manufacturer narrative:
Corrected data: received translation to include in intal MDR b5- section. "First icl vault 356 but asymmetrical and aquaport decentered temporal in pupillary edge. Second icl centered and stable, possible zonular defect. " claim#: (B)(4).

Manufacturer narrative:
Date of event - unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+2.5/126 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to lens dislocation/subluxation and the problem was resolved.